Event description:
Caller reported that insulin gauge displayed an amount different than expected earlier in the day. There was no adverse impact to the customer¿s blood glucose level. Cts instructed the caller to call back for troubleshooting if the issue arises again, and the caller acknowledged this advice.